Event description:
It was reported that noise leading to oversensing was observed on the right ventricular (rv) lead. The patient is pacemaker dependent. Lead revision was anticipated to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.